Event description:
It was reported that the device was used during a laparoscopic supracervical hysterectomy procedure. The tissue pad fell off into the patient and was retrieved without incident. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/17/2009. Information anticipated, but unavailable at this time.